Event description:
A physician successfully positioned and deployed an xact stent into the left internal carotid artery. The pt was discharged home the next day. On the fifth day post procedure, the pt developed mild, intermittent bi-frontal headaches relieved with over-the-counter medication. The headaches persisted for thirty-seven days.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.